Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient noted that he had a triathlon pkr implant 7 years ago. He inquired if I wanted to know how the device felt and said not doing good.